Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2001: the patient presented with the following preoperative diagnoses: cervical spinal stenosis at the c3-c6 levels; severe pain in his neck, bilateral upper and lower extremity radicular pain, and bilateral upper and lower extremity weakness. The patient underwent the following procedures: posterior cervical laminectomy, c3, c4, c5, c6. No patient complications were noted. (B)(6)-2002: the patient presented with the following preoperative diagnoses: bilateral lower extremity pain that is radicular in nature associated with low back pain; lumbar spine degenerative changes and foraminal encroachment. The patient underwent epidural steroid injections. No patient complications were noted. (B)(6)-2004: the patient presented with the following preoperative diagnoses: l4-5, l5-s1 lumbar degenerative disc disease; chronic lower back pain. The patient underwent the following procedures: posterior lumbar interbody fusion, l4-5 level; posterior lumbar interbody fusion, l5-s1 level; posterior spinal segmental instrumentation, l4-s1 levels; posterior lateral intertransverse arthrodesis, l4, l5, s1; anterior spinal instrumentation l4-5, l5-s1 level with threaded cage (peek); local bone graft harvest with spinous process and lamina; use of rhbmp-2/acs. Per the op notes, the bone that had been removed from the lamina of l4 and l5 was taken to the back table and morcellized. It was then placed on a collagen matrix sponge which was morcellized, coated with rhbmp-2/acs. The large collagen sponge was then cut into four sections. 2 of these sections were combined with bone graft and were rolled into a sausage and each were placed free into the disc space to provide interbody arthrodesis. This was then followed by placement of the second rolled sausage of a collagen matrix with rhbmp-2/acs. This was placed in the center of a peek cage. The peek cage was then hammered in from the posterior lateral aspect of the left side at the l4-5 and the l5-s1 level until the interbody graft and cage was completely countersunk. 2009-patient underwent placement of a dorsal column stimulator. (B)(6)-2011: the patient underwent x-rays of the chest due to chest pain and weakness. Impression: no evidence of acute cardiopulmonary disease. (B)(6)-2011: the patient underwenta radionuclide whole body bone scan. Impression: radiotracer uptake consistent with degenerative changes noted within the spine, shoulders, sternal manubrial junction, and sacroiliac joints. (B)(6)-2013/(B)(6)-2013: the patient presented with back and leg pain. The patient has footdrop on the left side. He has numbness and pain extending into both legs. Impression: chronic low back and leg pain, numbness, and weakness. (B)(6)-2013: the patient underwent myelogram due to neck and back pain. Impression: successful cervical, thoracic and lumbar myelogram. The patient then underwent a CT of the cervical spine. Impression: negative for advanced canal or foraminal stenosis. The patient underwent CT of the lumbar spine. Impression: multi-level degenerative disc disease, negative for advanced foraminal narrowing; severe left l4-5 and moderate left l5-s1 neural foraminal narrowing. The patient underwent CT of the thoracic spine. Impression: multilevel advanced foraminal narrowing; negative for advanced spinal canal stenosis. (B)(6)-2013: the patient presented for review of his imaging by his surgeon. Impression: no significant central canal stenosis (B)(6)-2013: the patient underwent CT of the lumbar spine due to back pain. Impression: severe left l4-5 and moderate left l5-s1 neural foraminal narrowing; negative for advanced canal stenosis. (B)(6)-2013: the patient presented with worsening neurogenic claudication. The patient has to use a walker to ambulate and walks in a forward position. Impression: the doctor suspects he has lumbar stenosis in neurogenic claudication. (B)(6)-2013: the patient underwent lumbar myelograms and radiographic interpretation due to lumbosacral spondylosis. Findings: instability and stenosis with flexion-extension in an upright position l2-3 and to a lesser degree l3-4. At l3-4 and l2-3, there was marked narrowing of the thecal sac in a loaded position and with flexion-extension movements, the patient developed severe stenosis with extension mostly at l2-3, but a lesser degree at l3-4. This caused the patient's severe pain. The patient then underwent a lumbar CT due to worsening neurogenic claudication with left foot drop. Impression: there is moderately severe concentric canal stenosis at l2-3 with bunching of nerve roots; there is mild to moderate canal stenosis at l3-4; there have been prior fusions with instrumentation at l4-s1, with removal of the left pedicle screw at l5. (B)(6)-2014: the patient presented with continuing severe neurogenic claudication and has to use a walker secondary to the claudication and eventual weakness that is produced. Impression: myelograms show severe spinal stenosis l2-3 and l3-4. His construct looks solid. In a supine position he does not have much in the way of neural impingement and the stenosis really only develops when he loads his spine. (B)(6)-2014: the patient presented with lumbar spondylosis. The patient underwent the following procedures: laminectomy, facetectomy, and foraminotomy l2-3 and l3-4 with a microsurgical technique. Intra-operative x-rays were performed to confirm correct levels. (B)(6)-2014: the patient presented with postoperative pain. He has been using his spinal cord stimulator since surgery. (B)(6)-2014: the patient presented with improving bilateral neurogenic claudication. His back pain is about the same.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4-l5, l5-s1, plif with a peek cage and bmp. Per the reporter, "the bone that had been removed from the lamina of l4 and l5 was taken to the back table and morcellized. It was then placed on a collagen matrix sponge which was morcellized, coated with bone morphogenic protein. The large collagen sponge was then cut into four sections. Of the four sections, two were combined with bone graft and were rolled into a sausage and each were placed free into the disk space to provide interbody arthrodesis - followed by placement of the second rolled sausage of collagen matrix with bone morphogenic protein. This was placed in the center of a peek cage. The peek cage was then hammered in from the posterior lateral aspect on the left side at the l4-5 and the l5-s1 level until the interbody graft and cage was completely countersunk." Post-operatively the patient developed nerve damage and chronic pain in the limbs.